Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, after predilating the lesion, an attempt was made to deploy the stent. After inadequate filling of the balloon was observed, an attempt was made to remove the stent delivery sys for inspection. The inability to remove the stent delivery sys resulted in deployment in an unintended site. Another stent was successfully deployed at the intended site. No pt injury was reported with this event.